Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with chest discomfort. The index procedure treated the 100% stenosed, 3.0x30mm target lesion located in the severely calcified proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 2.75x32mm taxus express2 study stent resulting in 0% residual stenosis and timi 3 flow. The patient presented with chest discomfort at an unspecified date. No treatment was performed, per the families wishes.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.